Event description:
The customer reported a ventilator a touchscreen was unresponsive. The customer reported that the device was out of use when the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The rse advised the customer that they may need to replace the user interface (ui) assembly and provided the part number. Moreover, further information regarding the repair has been requested from the customer. No response has been received at this time. Based on the information provided and service performed, the customer¿s alleged malfunction was confirmed. Further information is pending.

Manufacturer narrative:
Multiple attempts were made to retrieve device repair or diagnostic information; however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. If additional information is later obtained, a supplemental report will be submitted.